Event description:
A report was received that the patient was experiencing pain at implant site. The patient was treated with lidoderm topical anesthetic without benefit. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing pain at implant site. The patient was treated with lidoderm topical anesthetic without benefit. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that over time, the pain at the ipg site had disappeared and the patient was doing well. The patient did not undergo a revision.